Event description:
It was reported that when the patient presented in clinic for a follow up, increased pacing lead impedance and capture threshold were observed. Lead fracture was suspected. No further information is available.

Event description:
New information provided indicated that lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.